Event description:
Upon device return of the programmer, analysis found that regarding telemetry problem, complaint unverified.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va00ggn, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that there was a problem with the patient programmer. The patient was not able to make adjustment both with or without antenna attached. The patient mentioned that their therapy was medium; they wouldn't say great. Since patient programmer replacement still could not connect with implantable neurostimulator (ins). It was noted: won't do telemetry with or without antenna. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.